Event description:
It was reported that the health care provider reached out to technical services (ts) to know if the electrocardiogram exhibited noise or ventricular tachycardia episode. Upon review, it was noted that this pacemaker triggered to lead safety switch suggesting high impedance out of range on the right ventricular (rv). Noise, oversensing, and pacing inhibition greater than 2 seconds were reported. Then the patient came into the clinic to troubleshoot, and it was noted that the patient had several computed tomography (CT). The sensitivity was adjusted and check the rv lead was recommended. Currently, this device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the health care provider reached out to technical services (ts) to know if the electrocardiogram exhibited noise or ventricular tachycardia episode. Upon review, it was noted that this pacemaker triggered to lead safety switch suggesting high impedance out of range on the right ventricular (rv). Noise, oversensing, and pacing inhibition greater than 2 seconds were reported. Then the patient came into the clinic to troubleshoot, and it was noted that the patient had several computed tomography (CT). The sensitivity was adjusted and check the rv lead was recommended. Currently, this device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.